Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the exact cause of the reported wear. It would not be unreasonable to expect some wear after 13 yrs of implantation. The need for corrective action is not indicated. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
The pt was revised due to osteolysis, and poly wear of the insert through to the tray. Metalosis due to metal debris from the tray was present.